Manufacturer narrative:
The investigational analysis completed 1/28/2020. The device was visually inspected and it was found in good conditions. Then during the second visual analysis a hole and greenish material was observed inside the pebax. Then magnetic sensor functionality was tested on carto and the catheter failed. Error 7 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensors was found. It was determined that the root cause was an internal failure of the sensors. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1 and current leakage in all the channels. Further examination revealed that the lead wire # 1 was broken causing the improper signal condition and the greenish material on electrical pcb caused current leakage in all the channels. The catheter failed irrigation test, since water leakage observed in the pebax damage area. The root cause of greenish material is related with the water leakage in the tip area. The customer complaint has been confirmed. The corrosion on pcb is related with the magnetic and electrical failure. The root cause of the damage on pebax and irrigation tube damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in pebax with internal parts exposed. Initially it was reported that during the procedure, magnetic sensor error 105 was observed. The cable was replaced and the issue persisted. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed magnetic sensor error issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/27/2019, the bwi pal received the device for evaluation. Upon initial inspection, no damage or anomalies observed. During a second visual inspection on 1/17/2020, a hole pebax with internal parts exposed and greenish material inside the pebax. The observed hole has been assessed as an MDR reportable malfunction as internal parts were exposed. The awareness date has been reset to 1/17/2020.